Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. During evaluation the device appeared with several creases on both aspects. A rent was also observed measuring 1.0 cm in the valve. Microscopic examination was performed. No evidence of instrument damage was observed no other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: right- mentor smooth round moderate profile 350cc saline breast implant, catalog number: 3501655, serial number: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast reconstruction revision with mentor smooth round moderate profile 475cc saline breast implants which the left side deflated after implantation. The issue was confirmed by visual examination by the physician as a result patient had the device explanted on (B)(6) 2018.

Manufacturer narrative:
On 1/08/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).